Event description:
It was reported that during a low anterior resection procedure, the retaining pin on device could not be retracted. The device was positioned around the bowel and the retaining pin advanced. The surgeon decided to re-position the device before closing on the tissue but the retaining pin became stuck forward and could not be retracted. A second device was used to cut distally to remove the original device and complete the procedure. There was no adverse consequence to the pt. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.